Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the metal pieces were coming out of the end of the device during procedure. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that fragments of metal were coming out of the device during a procedure. No further information was provided by the user facility.